Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted ophorectomy surgical procedure, the prograsp forceps instrument was use and it stopped working, and upon inspection a wire at the tip of the instrument had broken. There was no harm to the patient. A new instrument was opened and used for the procedure and the case was completed robotically as it was planned. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.